Event description:
"Received court documents stating that the plaintiff was electrocuted by a hydrocollator while attempting to unplug the product from an electrical outlet." Initial notification of complaint was a copy of court document notification of civil action. No additional info supplied to us for eval. Product not returned to us for eval.